Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope exhibited black debris on the cleaning brush, and difficulty was encountered when passing the brush through the channel. The issue was identified during reprocessing and there were no reports of patient involvement.